Event description:
It was reported to philips that the system was giving generator error, which prevented imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment of vascular procedure. The procedure was completed as planned by restarting the system. It was reported to philips that the system was giving generator error, which prevented imaging. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system was giving generator error, which prevented imaging and got message, "generator busy starting up," and multiple reboots did not resolve and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that did not see a generator error. On further troubleshooting, fse checked the system logfile and found the wired footswitch, the battery charger for the wireless footswitch, and the collimator problems. The fse could not reproduce the generator error. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes were updated based on the investigation outcome.